Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on multiple patients. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing was performed and generated a negative result (CT values not provided). Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166776 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m166776, test base part number 190-430 / lot: m166776. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166776 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR report: 1221359-2022-00255.